Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had problems with their "niks with cb-cd." They indicated that their inability to connect with their ins had been resolved. They could not remember what their weight was at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: pnma01411a004, lot# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. The patient reported that the connector pin was broken/bent/loose. It was reported that the adaptor connector was loose. Additional information was received from the patient on (B)(6) 2017. The patient reported that she received the replacement desktop charger and was still having the same issue. The patient reported that she definitely thought the issue was with the recharger and not the desktop charger. The patient confirmed that the replacement desktop charger didn't resolve the issue. Additional information was received from the patient on (B)(6) 2017. The patient reported that she was getting the reposition antenna and it wasn't working. The patient reported that she was in bed. The patient reported that she was getting poor communication with her programmer as well. The patient reported that one month ago therapy was working perfect until 1.5 weeks prior to the report. The patient also reported getting an epidural 2 months prior and reported that their neck was crushed from the needle. The patient reported that when the epidural was done, put machine to use machine and something happened and two hand started working and before they didn't work. The patient reported getting no connection with either programmer and charger. No further complications were reported.